Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to a clinical examination due to unspecified product performance issues with an artificial urinary sphincter (aus) and it was noted that the pressure regulating balloon had lost fluid. A revision procedure is expected to be performed at an unknown date.